Manufacturer narrative:
G4:03dec2020 b4:(B)(6)2020 the manufacturer's product support engineer (pse) evaluated the device. The reported problem was confirmed and traced to a faulty solenoid valve #2 and #4 and needs to be replaced. The solenoid valve #2 and #4 were replaced then the phenomenon was improved. The device passed all performance assurance testing. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12nov2020.

Event description:
It was reported that there was a check vent: "machine pressure sensor auto-zero failed" alarm that occurred. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The removed solenoid, xvalve #2 was returned to the failure investigation lab (fi). A visual inspection of the solenoid, xvalve #2 revealed no evidence of damage or contamination. The fi technician installed the solenoid, xvalve #2 into a fi ventilator to duplicate the reported issue. The contamination in the solenoid xvalve (sol 2) created the 1109- machine pressure sensor auto-zero error code.